Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 187 mg/dl. Customer stated that she was giving herself a bolus and it went up to 2 or 3 units. Customer then received an alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There was a motor error alarm during the basic occlusion test and the pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor (gold). The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, a reservoir tube lip, a belt clip slot, and a minor scratched display window.